Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Investigation summary: it was reported performance pull off suture needle. An empty opened foil, a labeled winding former with a detached needle and a suture were returned for analysis. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under magnification and remnant suture was noted and the suture end is severely cut (damaged), resulting in a clip off defect. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample conditions, the assignable cause of the pull off suture needle is a clip off defect, this defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2018, and a barbed suture was used. During the procedure, the needle pulled off during suturing. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.